Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's polymorphic ventricular tachycardia (vt) was not detected by the cardiac resynchronization therapy defibrillator (crt-d). It was also reported that the right ventricular (rv) lead undersensed waves during the vt. The patient later passed away.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated right ventricular undersensing.